Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary spinster (aus). A surgical procedure was performed to remove and replace the aus system. A leak was found in the balloon. The patient is expected to fully recover.